Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual examination identified a hypotube break approximately 35cm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system during use/handling. No further damage was noted on the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30 september 2013. It was reported that a crossing difficulty occurred. The 75% stenosed target lesion was located in the proximal right coronary artery (rca). The 4.00x12mm promus element stent was advanced to the lesion but was unable to cross. The procedure was completed with another of same device. No patient complications were reported and the patient is in a stable condition. However, the returned product analysis revealed hypotube break.